Event description:
It was reported that the cause of the patient's death was due to right ventricular failure. No further information provided.

Manufacturer narrative:
Investigation summary: a direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists respiratory failure, renal dysfunction, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records (documents (B)(4)), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was started on continuous positive airway pressure (CPAP) support approximately one week post-implant on (B)(6) 2017. Patient was reintubated on (B)(6) 2017 and remained intubated until expiration. Patient was found to be grossly volume overloaded on (B)(6) 2017, for which patient's diuretic dosage was increased and IV diuretics were started. Patient then experienced acute kidney injury on (B)(6) 2017 and was started on ultrafiltration therapy. An autopsy was not performed. Pump was not explanted and will not be returned for evaluation.

Event description:
The site communicated that the patient experienced respiratory failure, CPAP was started on (B)(6) 2017. The patient was reintubated on (B)(6) 2017 and remained intubated. The subject was transferred to heart hospital after he was found t be grossly volume overloaded during cardiac rehab. Diuretic dose was increased and an IV diuretic requiring escalating doses was started. No additional information was reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 months 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient's post-op course included respiratory failure, a uti, and ultrafiltration was performed. The patient expired on (B)(6) 2017. There were no device malfunctions reported. No additional information was reported.